Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks. No further information was provided. This s-ICD remains in service and no additional adverse patient effects were reported.